Event description:
It was reported that the patient has a proximal tibial implant and is having pain in that knee currently. Exploratory surgery is scheduled on (B)(6). Additional event description: it was reported that the femoral component mrhk flange fractured. The femoral implant was removed and a gmrs distal femur was replaced.

Event description:
It was reported that the patient has a proximal tibial implant and is having pain in that knee currently. Exploratory surgery is scheduled on (B)(6).

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as unknown tibial implant. Additional information has been requested and if received will be provided in a supplemental report. Device not returned.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as unknown tibial implant. Additional information has been requested and if received will be provided in a supplemental report. Device not returned.

Manufacturer narrative:
A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot. The event was confirmed. Medical review completed indicated that the reported device was subject to cyclic loading resulting in fatigue fracture however operative reports and supporting medical documentation was not provided. Material analysis completed on the returned device indicated that the femoral condyle broke in fatigue. There is no evidence of any material or manufacturing defects. No further investigation for this event is possible at this time as insufficient information was received by stryker orthopaedics. If additional information become available, this investigation will be reopened.